Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The drill bit tab has broken where it would attach to the corresponding device , rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that per complaint details, ¿during the procedure, the device was broke inside the patient¿. It was reported that there was a 0-30 minute surgical delay; however, it remains unknown how the unspecified procedure concluded and if there was a non-implantable foreign body retained. No injury or revision was reported for the event. The provided instrument image did not provide insight into the root cause of the reported event. S+n has not received adequate information/documentation to fully evaluate the reported event. The patient impact beyond the reported instrument breakage and possible retained foreign body of a non-implantable device could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure, the device was broke inside the patient. The procedure had a delay between 0-30 min. It is unknown when the event occurred and how was the procedure finished. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.